Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system restarted and became unresponsive on the initializing device manager screen, making it unusable. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) confirmed with the customer that the affected station was frozen. The tss confirmed that the refrigerator was not recognized (remembered) on the station, and the customer performed a hard reset to resolve the issue. After the reset, the system functioned as intended. The technical support specialist closed the case.